Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson, vision has been submitted.

Event description:
It was reported that the physician had to refloat a flap on a patient 1 day post treatment due to striae. Surgery date was (B)(6) 2018. There was no loss of best corrected visual acuity (bcva). Pre-op and post-op bcva 20/20. Striae has resolved. No further complications were reported.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson, vision has been submitted.